Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the unit declared a watchdog test failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the unit turned on, the watchdog test failure displayed on the unit's screen. The fse replaced the gas delivery system (gds) and the issue was resolved.

Manufacturer narrative:
G4: 17jul2020 b4: (B)(6)2020 the gas delivery system (gds) and central processing unit (cpu) assembly were returned for failure analysis. The complaint was not verified. No watchdog test failure occurred during testing., and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.